Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: during investigation, there was visible moisture inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The ¿no power¿ complaint was unable to be duplicated. The pump powered up to the verification screen. There were no unexplained reboots observed in the black box data. During a visual inspection of the pump, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.